Event description:
The user facility in australia reported "no cutter function. Replaced with cutter from another pack and same batch with issues from replacement cutter. No machine error. Tubing was not loose at the back of the cutter. No patient injury."

Manufacturer narrative:
A follow up report will be submitted should the product become available.